Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification relation to the reported system error 105 which was observed at power up but was not reproduced. System error 105 was confirmed and caused by a failed motor flex. Evaluation also found several motor mount screws. The failed motor assembly was replaced.